Event description:
It was reported that the epidural catheter was inserted without difficulty for obstetric use. During removal, the catheter separated and a 6cm piece of the outer coating remained in situ. It was decided not to remove the small piece of outer coating, since there were no patient complications.